Manufacturer narrative:
Other relevant device(s) are: product ID: 9735849, serial/lot #: unknown, product ID: 9735774, serial/lot #: none. A medtronic representative visited the site to perform a system checkout. It was noted that when the usb port and connector were replaced the system passed all tests and functioned as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system outside of a procedure. It was reported that the site's s8 main cart would power cycle when a usb was plugged into either usb port. The system was under active ssa. No patient was present and no delay.